Event description:
It was reported that system diagnostics were performed and resulted in low impedance. The patient's generator was then replaced due to the low impedance, and impedance was reported to be within normal limits after the replacement. However, system diagnostics were performed again, approximately three weeks after replacement, and low impedance was again seen. A review of device history records for the lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Event description:
It was reported that the lead pin was found to be disconnected from the generator during the replacement surgery. Also, low impedance of less than 600 ohms was observed again from a subsequent system diagnostics test. The generator's output current was disabled. No additional or relevant information has been received to date.